Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery reamer device did not work. During in-house engineering evaluation, it was determined that the device would not run in forward mode, there was no output in forward mode from the electric control unit (ecu), the output voltage was in reverse mode from ecu and the trigger guide sleeve was corroded. It was further determined that the device failed pretest for functional test, check trigger and ecu function and the trigger sticky fails. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.